Event description:
Customer reported the unicel dxc 660i clinical access system generate suppressed results for triglyceride (tg) and creatinine (cr-s). Customer also reported 8 total protein (tp) and 7 albumin (alb) erroneous results generated and reported. Customer didn't provide any of the results. No patient harm and/or changes in treatment in result of these erroneous results were reported. Magnitudes and erroneous results for tp and alb cannot be verified.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. During troubleshooting, fse discovered a small leak from the reagent waste valve. The leak was contained to the drip tray and reaction wheel cover. Fse then found the cause of the leak and suppressed/erroneous results was the waste collar wash valve. Fse replaced the part and issue was resolved. (B)(4).